Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia in order to reposition magnet at implant site. The implanted device remains. This report is filed on june 21, 2019.

Manufacturer narrative:
This report is submitted on march 26, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced pain and magnet dislodgement during an MRI (1.5 tesla) on (B)(6) 2019. The magnet was placed back into correct position without surgical intervention. The implanted device remains.